Manufacturer narrative:
Brand name: unknown. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If explanted, give date: unknown, as iol remains implanted. PMA/510(k) #: unknown, as the serial number was not provided. The device was not returned for analysis as the lens remains implanted. There was no model/lot/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in a masked clinical study that a patient who was implanted with bilateral intraocular lenses (iols) at the 6th month visit, the subject reports being slightly bothered by multiple/double vision and having cut down on reading due to this, very bothered by sensitivity to lights with difficulty reading, moderately bothered by glare making driving and reading difficult, very bothered by occlusions making reading, doing housework and going places difficult, and very bothered by poor low light vision making reading/ going to stores etc. Difficult. Pre-op (best corrected distance visual acuity) bcdva for right eye (od): 20/40 and for left eye (os): 20/50. Post-op bcdva (od) 20/32 and for (os) 20/25. It was learned that the subject is coming back next month to discuss exchange. Initially, they planned on od first and see how the patient does, but it is likely they will have both eyes (ou) done. No dates have been scheduled yet. No other information was provided. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).

Manufacturer narrative:
Additional information: follow-up information received reported that the subject conveyed their vision is better and they do not want surgery anymore. Therefore, this subject will not be having iol removal from either eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in follow-up report #2 the date 7/2/2020 was provided in section g4, however on august 25, 2020, it was clarified with the clinical research team that on july 2, 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on july 7, 2020, therefore, the correct aware date for reporting purposes is july 7, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Section d1: brand name: tecnis synergy with optiblue. Section d4: model #: zfr00v. Section d4: catalog #: zfr00vu205. Section d4: serial #: (B)(4). Section d4: expiration date: 3/13/2024. Section d4: UDI#: (01)05050474653214(17)240313(21)8100291911. Section h4: manufacturing date: 3/13/2019. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted for a device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2020-00161. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.